Event description:
It was reported the pt received a low battery flag. The sjm rep determined the issue was passivation. The flag was successfully cleared.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.